Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was implanted with this system due to heart failure and chronic atrial fibrillation (af). This system oversensed noise that led to ventricular pauses longer than two seconds. The oversensing of noise led to inhibition of brady pacing as well as inappropriate shock therapy. During a follow-up, with sensitivity set to nominal settings, the noise could be reproduced. Noise could not be reproduced when sensitivity was set to the least sensitive setting. The morphology of the noise seen in episodes as well as when the pocket was manipulated was consistent with noise morphology that is known to be caused by myopotentials. This crt-d remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.